Event description:
It was reported that there was a problem with impedances. The impedance reading intra-operatively was <250 ohms. Electrode combinations 0-2 had readings of <50 ohms. All other combinations were good. The physician disconnected the lead, wiped it clean 3 times and re-ran impedances 3 times with same results. The physician decided to leave the device and lead in and program around the 0-2 combination. It was noted that during the trial, the patient did hook the test stimulator cable on a doorknob. The patient experienced no adverse events.

Manufacturer narrative:
(B) (4).